Manufacturer narrative:
The pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. An unexpected grinding motor noise anomaly noted during rewind due to faulty motor. The pump was received with cracked case at display window corners and with minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they occasionally hear a noise when they rewind the pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.